Event description:
It was reported that the post-op chest x-ray showed that the right ventricular (rv) lead had dislodged. Additionally, it was noted that there were high thresholds and undersensing on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.